Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2016 and an unknown mesh was implanted concurrently with cystoscopy. It was reported that following the procedure she experienced pain. No additional information was provided.